Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. Atrial undersensing has been observed in the presenting electrogram (egm) and both stored right atrial automatic threshold (raat) test and right ventricular automatic threshold (rvat) test episodes. The sensitivity is currently programmed to automatic gain control (agc) at 0.25mv (millivolts). Battery longevity is normal and other lead measurements are satisfactory. At this time, the device and lead remain in-service. No adverse patient effects were reported.